Manufacturer narrative:
The root cause was determined to be customer¿s mis-operation. This is not a product quality related issue, and the system works as specified. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that an adverse event occurred following use of the somatom go.top CT scanner. It was reported that the patient's finger was pinched during phs movement. At the time, the caregiver was dragging the patient from the phs to the hospital bed after a scan, however, the phs collided with the hospital bed when accidentally stepping on the foot switch to trigger the phs movement. As a result, the patient¿s finger was pinched. The patient was slightly scratched on the skin of the finger and only disinfection and bandaging was administered. No other medical treatment was needed.